Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2020-03940, 1627487-2020-03953. It was reported that the patient was experiencing ineffective stimulation, diagnostics indicated that the patient had high impedances on multiple lead contacts. In turn, surgical intervention took place wherein both of the existing leads and ipg were explanted and replaced. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.